Event description:
A home pt contacted baxter's technical service center in 09/02 regarding a "check heater and hoses" message they received on the display of their homechoice machine during setup. During the conversation, the home pt alleged that they had two incidents of peritonitis following a system error 2240 alarm in the past. Follow up with the pt's rn revealed the pt was diagnosed with peritonitis in 2002 and the peritonitis was being attributed to a touch contamination. A query of the pt's call history to baxter's technical service center revealed an initial report of a system error 2240 alarm received in 2002. Follow-up for this report revealed the pt was not connected to the homechoice set at the time of the system error alarm and no injury resulted from the incident. The pt's call history revealed no other reports of a system error 2240 alarm prior to the home pt's diagnosis of peritonitis in 2002. The home pt's rn states that the home pt was seen in the emergency room with symptoms of peritonitis and admitted to the hosp the same day. The home pt was treated with vancomycin (dose unk) and recovered fully, per the rn.